Event description:
Account alleged no nurse call is being sent from the bed. No injuries.

Manufacturer narrative:
Account found it to be a bed problem, but had not changed the wall units. Account found the issue to be with the left head side rail patient nurse call membrane. Technician gave the part number to the account for the membrane. No further information is available on the repair of the bed at this time.